Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was "a difference between the parameter in the pump and the parameter prescribed". No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 at 08:57. The pump histories indicated that the pump was delivering accurately until the last date in use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump histories. The complaint could not be confirmed or duplicated on investigation. (B)(4).